Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 500cc gel breast prosthesis that ruptured post implantation. The rupture was discovered during an implant exchange performed on (B)(6) 2021. The patient had both breast prostheses explanted and they were replaced with unspecified mentor gel breast prostheses. It was not specified if it was the left or right breast prosthesis that ruptured. Two lot numbers and two serial numbers were reported: lot #6417767 /serial# (B)(4) for left device, and lot #6418879 /serial #(B)(4) for right device. If clarification on side of rupture is received, a supplemental report will be submitted.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for lot #6417767 and lot #6418879, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for lot #6417767 and lot #6418879, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 500cc gel breast prosthesis that ruptured post implantation. The rupture was discovered during an implant exchange performed on (B)(6) 2021. The patient had both breast prostheses explanted and they were replaced with unspecified mentor gel breast prostheses. It was not specified if it was the left or right breast prosthesis that ruptured. Two lot numbers and two serial numbers were reported: lot #6417767 /serial# (B)(4) for left device, and lot #6418879 /serial #(B)(4) for right device. If clarification on side of rupture is received, a supplemental report will be submitted.

Manufacturer narrative:
On 05-jan-2022, the mentor failure analysis lab received the device for evaluation. Additionally, it was determined that it was the patient¿s right breast prosthesis that had ruptured. Lot number has been updated to 6418879 and serial number has been updated to 6418879-001. On 07-jan-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view. In addition, a tear was noted within the crease/fold measuring approximately 4.6 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. A second product was received (lot #6417767). No adverse events were reported for this concomitant (contralateral) device. Therefore, no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).